Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported difficult to insert the guide wire was confirmed. The reported difficult to remove the protective sheath could not be could not be tested as the protective sheath was not returned. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other incidents for difficult to insert the guide wire or difficult to remove the protective sheath reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during preparation of the 3.5x20mm nc trek balloon dilatation catheter, the protective sheath was difficult to remove. The device was then not able to be loaded onto the guide wire and was not used. Another device was used to continue the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.